Event description:
Electrical and connection issues were noted the subject pacemaker. Reportedly, during a follow up high impedances were identified since one month after implantation. A pacemaker revision was performed. During the re-intervention the lead came out of the port without unscrewing.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.